Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump and tandem provided charging supplies were warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, the pump's usb port was damaged resulting in difficulties charging the pump. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port-not charging issue was verified, but the ac power charger-hot to touch and battery - hot to touch issues could not be verified. The information will be used for tracking and trending purposes.